Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed. The aortic cutter was the only device observed in the photograph. There were no visual defects observed on the aortic cutter. The packaging was observed to be intact. Based on the photographic inspection as well as the non-return of the device, the reported failure "shipping damage or problem" was not confirmed. The lot # 3000262926 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise 790248. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure when they opened the hst iii system (4.3mm), they found the puncture could not be pushed. Then they changed another one to complete the surgery. No patient harm- the patient was not involved.